Event description:
Customer reported experiencing an error 4 when a strip was inserted into their freestyle flash blood glucose monitor. It was then discovered during troubleshooting with adc customer service that, the unit of measurement setting changed from mg/dl to mmol/l. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the fa16may2006 letter.